Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On 12/21/2015 the reporter contacted animas and alleged having a blood glucose (bg) in the "mid 300 mg/dl's": not willing to give an exact amount and would not indicate if any ketones were present. Symptoms of "burning eyes/blurry vision and nausea" were reported. Prior to troubleshooting the pump, reporter stated that patient makes all treatment decisions from cgm on standalone and pump. Cusotmer support (cs) advised reporter that all treatment decisions should be based on actual capillary blood samples, as cgm has 20% variance, and is not exact. Reporter verbally verified understanding. Troubleshooting found no potential cause of inaccurate delivery. Time/date were correct, basal and bolus histories were as expected. The patient was referred to a health care provider for diabetes management training. This complaint is being reported because the patient experienced hyperglycemia related to training/misuse: patient was not basing treatment decisions on actual capillary blood samples.